Event description:
Customer reported her insulin pump has scratches on the lcd screen. Her doctor said the device has cracks on it. Customer's blood glucose is 112 mg/dl. She stated she received the insulin pump with scratches already on it. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.